Event description:
New information received on 9/29/2018 notes that there was no intervention performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non sustained right ventricular oversensing (nsrvo) due to possible lead noise. Additional information was not reported.